Manufacturer narrative:
The insulin pump had intermittent button response and alarmed for a button error due to corroded keypad traces. The insulin pump had minor scratches on the display screen, broken battery tube threads and cracked reservoir tube lip.

Event description:
It is reported that the customer is receiving a button error on his insulin pump he cannot clear. Customer's blood glucose level is at 269 ml. After trouble shooting, customer states it might have water damage from sweat. Customer is advised to convert to back up method and cease use of the device. Device is being returned. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.